Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6)). The investigation was limited as no sample material was provided for analysis. Additionally, no data was attached to this case for review. Discrepant results are covered by the specificity and sensitivity claims of the elecsys anti-hbc ii assay. A definitive root cause for the reported event could not be determined based on the available information. The device remains in operation at the customer site, and the marketing/sales team is working with the customer on a new validation study proposal.

Event description:
The initial reporter alleged discrepant results during the validation of the anti-hbc g2 elecsys e2g 300 v2 assay on the cobas e 801 module at the customer site. A total of 74 samples were analyzed, of which 7 samples presented discordant results when compared to the abbott assay. Specifically, 4 samples were discrepant negative to abbott, and 3 samples were discrepant positive to abbott. The customer considered the abbott results to be correct and deemed the validation process unacceptable.